Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using prostyle devices. Reportedly, two prostyles were defective [unspecified failure]. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.